Manufacturer narrative:
The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a gamma-glutamyl transferase (ggt) reagent cartridge leaked due to loose caps. No injury was reported.